Event description:
Cause: a subsequent fall caused a new fracture. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however, no one can predict a additional accident or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect.